Event description:
In 2008, the patient reported experiencing elevated blood glucose (350 mg/dl) over the last week and he has been receiving occlusion (e4) errors on his infusion device. He stated that often the cannula of the infusion set is bent. He stated he has experienced at least a dozen bent cannulas over the past 6 months. He stated that over the last month the occlusions seem to occur at the end of the insulin cartridge. He stated that he has scar tissue on his abdomen and he switched his infusion site to the back hip area. He was advised that different areas absorb insulin at different rates. He was advised to consult with his physician. He reported that he has never changed his adapter. He was advised to change the adapter with every 10th cartridge change. He was sent adapters and a different type of infusion set to troubleshoot. Upon follow up about 2 weeks later, the patient stated that since beginning use of the new infusion sets his blood glucose has returned to normal and he has not experienced any further occlusion errors. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.